Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of an episode of "beeping noises" and the controller being exchanged were confirmed via analysis of the submitted log file. The log file contained approximately 4 days of data (26sep2021 ¿ 30sep2021 per the timestamp). Intermittent atypical power cable disconnect alarms were active due to white power cable faults activating not associated with power source exchanges; the alarms resolved shortly after activating each time. The driveline was disconnected on (B)(6) 2021 at 20:00:09 to exchange the controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The heartmate 3 system controller (serial number: (B)(6)) was not returned for evaluation. Multiple requests for additional information were made to determine if the reported event was resolved or if the exchanged controller would be returned for evaluation; however, no response was received. The root cause of the episode of "beeping noises" could not be conclusively determined through this analysis; however, it was determined that the beeping noises were associated with atypical power cable disconnect alarms. The root cause of the controller exchange was determined to be the patient attempting to resolve the reported beeps on the controller, per the reported information. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 08nov2020. Heartmate 3 patient handbook, rev. C, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. C, section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller, system controller power cables, 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for dirt, grease and damage. Heartmate 3 patient handbook, rev. C, section 2, entitled "how your heart pump works", instructs the user to not attempt to change your system controller without having a trained, competent caregiver at your side to assist. This section also instructs to follow all alarm instructions and to call the hospital prior to exchanging the system controller. The heartmate 3 patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on 30sep2021 that the patient heard beeping noises during two separate occasions. The patient switched to their backup controller the second time they heard the beeps. The patient did not identify any alarms. The log files captured intermittent power cable disconnect alarms on 30sep2021. Driveline disconnect alarms were also captured, reflecting the patient's controller exchange.